Manufacturer narrative:
Philips was requested to provide instructions for use documentation associated with the m1350b fetal monitor that was in use in 2001. A patient suffered a neurologic injury surrounding delivery and the patient's family has requested product documentation from the hospital who has then contacted philips the customer did not report a malfunction of any philips product and did not confirm that any product contributed to the event; they only requested product instructions for use documentation from philips. There is no malfunction alleged or indicated. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Initial reporter phone number: (B)(6).

Event description:
The series 50xm fetal/maternal monitor was used during a delivery in 2001 which lead to a serious injury with the patient suffering from neurological problems. The family opened a complaint against the customer, who then requested technical documentation from philips that had been issued in or before 2001. A patient was involved who has a neurological issue. The device was used for monitoring during the delivery.